Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was explanted and replaced for an unknown reason. Follow up information indicated that the lead was extracted by the physician in an attempt to explant the right atrial lead. The lead was returned to the lab and tested out of specification. No patient complications have been reported as a result of this event.